Manufacturer narrative:
The reported events were lead dislodgement, high pacing impedance and inadequate capture. As received, a complete lead was returned in one piece. The reported events of high pacing impedance and inadequate capture were not confirmed. Visual and x-ray examination of the lead found no anomalies. All tines were intact and undamaged. Electrical testing of the lead found no conductor fractures or internal shorts. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Post procedure after leaving the procedure room, the patients right atrial (ra) lead was found to exhibit high capture threshold and high impedance measurements. Upon further analysis via fluoroscopy, the ra lead was found to be dislodged. The ra lead was explanted and replaced on (B)(6) 2024. The patient had no adverse consequences.